Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was in the 600 mg/dl range. Customer treated their high blood glucose with a manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer's mother declined to further troubleshoot and advised they would call back to complete the process later.